Event description:
In 2000, I elected to have lasik surgery performed. The surgeon had difficulty with the equipment used to stabilize the eye before surgery, making multiple attempts at 'suctioning' the eye until it was bruised and bloodshot. Since I was approximately the 40th person to have lasik surgery performed by this doctor and on the same machine as all previous patients, it may not have been working correctly. What ultimately happened was that my right eye was 'corrected' to 20/20 vision, my left eye, however, was 'over-corrected'. Instead now of being near-sighted in my left eye, following the procedure, I was now far-sighted to approximately 20/40. This has made for difficulty in focus, especially at night. I generally see a double image of any light at night, stars, the moon, headlights, street lights, etc. All have a slightly off-set double image which is irritating to say the least. The surgery also decreased my night vision ability with the common side effect of 'starbursts' around any light source; headlights, street lights, traffic signals, etc. Over the years, the night vision has improved slightly as my eyes have healed. The double-vision though, has remained the same. When I told the lasik surgery clinic that I was having the double vision problems, they examined my eyes. They told me that the damage was not bad enough for it to warrant a corrective surgery and that I would have to live with the problem. All the experience was disappointing and painful. Had I to do it over again, I would certainly choose a different surgery clinic and would do much more research into the process before having it done.